Event description:
Following a percutaneous procedure an 8f angio-seal mp device was successfully used to seal the arteriotomy site. Two days later the patient developed a fever and was given unasyn-s (dose unknown). The fever subsided, blood work drawn revealed no sign of bacteria and two days later the patient was discharged. Eleven days after discharge the patient returned to the hospital with oozing and swelling of the arteriotomy site and was admitted. The physician reportedly felt there was no infection; however, the next day the patient developed a fever and again received unasyn-s (dose unknown). The fever continued for two more days; on the second day the patient received papm/bp (panipenem/beatmiprom-dose unknown). The fever subsided the next day; the patient remained hospitalized and more lab work was drawn. Results of the second labs were unknown at the time of this report, however, reportedly the physician felt it was an infection and surgery could be required. The patient is still hospitalized and reported to be stable and receiving antibiotics (type and dose unknown). The patient is a diabetic and taking ticlopidine for previous placement of a cypher stent.